Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator had entered backup-vvi mode and x-ray performed confirmed that the right atrial (ra) lead had dislodged. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.